Event description:
Reportedly, the stapler was placed around the distal rectum. The handle of the instrument locked back in the fired position. The handle could not be squeezed a second time. The surgeon thought that stapler must have fired as the handle was in the locked position. He then transected the tissue but the staple had not fired any staples. Procedure: ultra low anterior resection. Pt sex: unk.